Event description:
It was reported that caller experienced an issue during load process in which drops of insulin were not visible at end of tubing during fill tubing step, despite following steps to remove air from cartridge and not overfilling it. There was no reported impact to the customer¿s blood glucose level. Customer used more than 30 units of insulin attempting to fill tubing, was instructed to disconnect tubing at connection and try again, then was guided by technical support to load and fill a new cartridge, after which drops of insulin were seen and insulin delivery was successfully resumed, resolving issue.